Event description:
It was reported to philips that the system lost geometry movements after restarts. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The service engineer inspected the system onsite and found intermittent start up problem with geometry pc. However, the replacement of pdu fantray and dcps resolved the reported issue and the system was returned to use in good working order the codes were updated based on the investigation outcome.